Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the unit had poor suction. The case was completed using the same unit. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and could not replicate the reported event. The system was then verified to meet all product specifications. No samples were returned for further eval. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).